Event description:
It was reported during an atrial tachycardia right (r-at) procedure, the patient developed a pericardial effusion which required a pericardiocentesis. Two hundred and fifty cc¿s of fluid were removed from the pericardial space. The patient was stabilized and transferred to the ccu for observation overnight. Upon request, additional information was provided on the event. The patient was hemodynamically stable. The patient¿s blood pressure had begun to drop, but not to life-threatening levels. The patient did not require extended hospitalization. The prognosis of the patient is good. The outcome of the patient is that she has fully recovered. The physician¿s opinion regarding the causality of the adverse event is that it was procedure related. The tamponade occurred during mapping in the right atrial appendage. The tissue is very thin in this area. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. The rf generator was set to ¿power control¿ mode at 30 watts. The power was not titrated. The temperature cut off setting was set to 50. The flow rate was set at 2cc/min. A long sheath was not used with this catheter. The patient did not receive any anticoagulation in the procedure. The patient was discharged from the hospital the following day.

Manufacturer narrative:
Concomitant products: 1.carto 3 system; model #:m-4800-01; serial #: (B)(4). 2.stockert 70 system; model #: m-5463-01; serial #:(B)(4). 3.coolflow pump; model #: m-5491-02; serial #: (B)(4). 4.halo catheter; model #: d-1160-43-s; lot# 15900186l. 5.pentaray navigational catheter; model #: d-1282-01-s; lot#: 15921030l. (B)(4).

Manufacturer narrative:
This is a correction to the previous report stating that the device evaluation was anticipated but had not yet begun. Additional information was received on january 1, 2014 stating that the product was discarded and that the physician did not feel that the effusion was due to the product failure. The device has not been returned to biosense webster for analysis and therefore no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed. The DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4).